Event description:
It was reported that this recently implanted pacemaker system exhibited intermittent right ventricular (rv) lead non-capture with elevated threshold measurements less than two weeks after implant. There was capture with trend off and output at 3.5v, however there was intermittent capture with trend on. Rv threshold measurements were previously 1.7v @ 1ms, and were now in the 2.8-3v @ 0.4ms range. As a result, output was increased to 3.5v @ 1ms and trend was programmed off. Technical services (ts) discussed troubleshooting options. This rv lead remains in service, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.